Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during treatment of the patient's superficial femoral artery (sfa), the flexor ansel guiding sheath went up and over with no issue. Another manufacturer's re-entry catheter was placed through the sheath with difficulty and removed. It was noted that the re-entry catheter may have damaged the lumen of the sheath. Another manufacturer's balloon catheter was then placed through the sheath, but there was difficulty advancing. Upon removal, the flexor ansel guiding sheath was observed to be unraveled. All portions of the sheath came out of the patient's anatomy. A wire guide was also utilized during the procedure. The sheath was placed in the patient's left groin; access was gained via a contralateral approach. The patient's anatomy was noted to be slightly tortuous. The patient did not require any additional procedures due to this occurrence.  According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, complaint history, drawing, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the presence of a compression in the sheath tubing at a length of 27.7 cm from the proximal end of the device. Kinks were present at distances of 35.5 cm and 42.4 cm from the proximal end. A separated portion of sheath measured 12.2 cm in length. Approximately 17.5 cm of exposed coil was observed to be exiting the distal end of the sheath. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
Correction: d1, d4, g5. This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.